Event description:
Hosp reported to medtronic xomed sales rep on 05/20/2000: "did not cut, skin protector heated up and singed pt a little bit." Subsequent report from pt's family member on 08/30/2000 indicated pt will need cosmetic surgery to remove scar tissue.